Event description:
Prescribed FDA-approved "omnipod-5" causing significant allergic contact dermatitis (acd). Dermatologist diagnosed problem as relating to irritants from device which has been shown to include known acd causing agents such as "isobornyl acrylate". Every one of the omnipod-5 devices received causes the adverse event of acd. FDA safety report ID# (B)(4).